Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced air bubbles anomaly on the reservoir. The customer's blood glucose reading was 235+ mg/dl. The customer bloused the whole night. With the new tubing, the customer was not able to take out the bubbles. The customer stated that the tape with the sensor came off. The product was not returned for analysis.